Event description:
The pt reported that subsequent to the implant of a protegen sling in 1998, pt experienced severe vaginal pain, abdominal pain with intercourse, weight loss, incontinence, and loss of sexual desire pt also reported that the sling was embedded in their urethra and was subsequently removed. The device was not returned for evaluation. Therefore, no failure analysis is available.